Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (470172-16/n10180718 0035) was performed. The instrument was confirmed to have been used on (B)(6)2020 on system (B)(4), and the alleged event occurred on the 5th use. The instrument was last used on (B)(6) 2021 on system (B)(4). Per review of the log, the instrument was used once in a subsequent procedure after the alleged event reported on this record. This instrument has 4 lives remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had damaged conductor wire insulation, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Patient-related information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.